Event description:
The customer reported that images are dark and an error message displayed on the system.

Manufacturer narrative:
Incorrectly recorded error message, no occurrence. System is operating at normal settings. Brightness and contrast to monitors need to be adjusted. The service rep adjusted monitor settings to optimize imaging. Verified system settings are normal with no noted changes in performance since pmi in november. Complaint restricted to dark images.